Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 28mg/dl. The customer's expected fasting blood glucose test result range is 250 to 280mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 231mg/dl, (B)(6) 2017 02:04 pm, fasting: yes. A 230mg/dl, (B)(6) 2017 02:09 am, fasting: yes. A 265mg/dl, (B)(6) 2017 09:36 pm, fasting: yes. A 387mg/dl, (B)(6) 2017 04:45 pm, fasting: yes. A 500mg/dl, (B)(6 ) 2017 08:10 pm, fasting: yes. Customer called in states her meter is reading erratic. Customer states her meter read 28mg/dl fasting and four hours later meter read 504mg/dl fasting. Customers normal fasting range is 250-280mg/dl fasting. Customer denies signs and symptoms of hyperglycemia and hypoglycemia and denies the need for medical attention at the time of call